Event description:
Per complaint (B)(4), a patient's dental implant fractured. The implant was explanted approximately two years after initial placement. No additional adverse consequences were reported.